Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on or about (B)(6) 2017 in room (B)(6), a multi-measurement module (mms) fell off a bedside monitor, and a patient was hit in the head; the patient received a laceration. The device was in clinical use at the time the issue was reported. The fall of the mms caused a laceration on the patient's head; therefore the patient needed increased monitoring.